Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo confirmation test." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain, chronic pain"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial), (B)(6) 2014 and hysterectomy (partial) (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: dyspareunia, pelvic pain, abdominal pain, general abnormal bleeding, fallopian tubes perforation, patient didn¿t undergo confirmation test, vaginal discharge. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.